Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was 214 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.